Event description:
It was reported that this handpiece was in use when the bur guard got hot and caused a burn to a pt's lower lip. It was reported that only the bur guard overheated and not this drill. A topical antibiotic was applied to the burn and the pt was discharged home. To date, there is no report of additional medical or surgical intervention required for this event.

Manufacturer narrative:
Investigation findings: the handpiece was rec'd for evaluation and during testing, the handpiece overheated. The increase in temperature was found to be related to cast stator failure and worn rotor bearings. Further investigation noted that this handpiece was overdue for preventative maintenance; the unit was last repaired in 02/05. Preventive maintenance is recommended every 6 months as outlined in the instruction manual for this product. The customer will be contacted with additional info on care and maintenance of this product.